Event description:
It was reported that during the procedure the 2.5 x 15 mini vision stent was deployed following predilation of the lesion. After the stent was deployed a dissection was noted distal to the stent. An attempt was made to advance another stent to treat the dissection; however, it did not cross. Another attempt was made to advance a new stent to treat the dissection; however, it also did not cross. The dissection was treated with a balloon catheter with good results.